Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3, h6, and h10. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2008001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button #1 of a 6f/7f mynx control vascular closure device (vcd) cannot be pressed. There was no reported patient injury. The issue occurred during an interventional, peripheral procedure using an antegrade approach. The event did not cause a clinically relevant increase in the duration of the procedure nor cause a condition that requires hospitalization or significant prolongation of existing hospitalization. The device storage temperature did not exceed 25 °c. The deployer is in training with the mynx. The device was used with a 6f, 11cm non cordis catheter sheath introducer (csi). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity nor presence of pvd / calcium in the vicinity of the puncture site. The mynx control was operated correctly until the traction was applied and the black lines were face to face. The sales rep advised the operator to release the tension put by the balloon on the artery, but the two black lines remained fixed in front of each other. The button was "blocked" and could not be depressed at all, even after removing the introducer. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. After removing the device from the introducer, the sales rep put the device in disinfectant solution and I tried to unlock the button. After inflating and deflating the balloon several times, the button "unlocked". Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the button #1 of a 6f/7f mynx control vascular closure device (vcd) cannot be pressed. There was no reported patient injury. The issue occurred during an interventional, peripheral procedure using an antegrade approach. The event did not cause a clinically relevant increase in the duration of the procedure nor cause a condition that requires hospitalization or significant prolongation of existing hospitalization. The device storage temperature did not exceed 25 °c. The deployer is in training with the mynx. The device was used with a 6f, 11cm non cordis catheter sheath introducer (csi). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity nor presence of pvd / calcium in the vicinity of the puncture site. The mynx control was operated correctly until the traction was applied and the black lines were face to face. The sales rep advised the operator to release the tension put by the balloon on the artery, but the two black lines remained fixed in front of each other. The button was "blocked" and could not be depressed at all, even after removing the introducer. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. After removing the device from the introducer, the sales rep put the device in disinfectant solution and I tried to unlock the button. After inflating and deflating the balloon several times, the button "unlocked". Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button #1 was depressed approximately 1/3 of its total travel with the tension indicator aligned to the black markers on the handle halves. Button #2 remained in the manufacturing position. The syringe was not attached to the device. The procedural sheath was not returned. The sealant was partially deployed and exposed to blood. The grip adhered to the device components, the polyimide shaft. Per functional analysis, resistance was felt while attempting to completely depress button #1. The handle was opened, and the push rack travel path was observed unobstructed. Ejector pins for button 1 showed no abnormal anomaly. The buttons were reset to the factory setting, and a simulated deployment test was performed as per the mynx control instructions for use (IFU), lbl10097_rev 2. When water filled syringe was attached to the device and flushed, the pressure indicator was not able to maintain constant pressure, and slight resistance was felt when button #1 was completely depressed. A leak was observed on the stopcock of the device. This could lead to difficulty in tension indicator and aligning black lines, and eventually blocking button#1, as experienced by the customer. It should be noted that the device was manipulated after the procedure. Per microscopic analysis, the push rack travel path was observed unobstructed for button #1. Ejector pins for button 1 showed no abnormal anomaly. Though not reported, the one way stop cock of the device had a hole that leaked water. A product history record (phr) review of lot f2008001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿button 1 frozen/locked¿ and ¿mynx control tension indicator incorrect indication¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿position balloon¿ it instructs users to retract the device gently until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension.¿ it should be noted if the tension indicator is not properly aligned during the sealant deployment step, it could obstruct button 1 travel path and/or prevent the button 1 from being depressed. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.